Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient noted that the sound of the implant had changed, it became weaker and distorted. Testing carried out on (B)(6) 2011 shows that the device has malfunctioned.